Event description:
Caller reported a malfunction on the pump with an error code malf 9. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.